Event description:
A hospital in (B)(4) reported that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The faulty component of the complaint device is currently in transit to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare service centre in (B)(4) for evaluation. Repairs were carried out at the (B)(4) office and then the replaced parts were sent to fisher & paykel healthcare (B)(4) for evaluation. Result: the valve system of the neopuff were received for investigation. Visual inspection of the returned parts revealed that the gas outlet port was broken. A lot check revealed no other complaint of this type for lot number 061205. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas outlet port were caused from impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff was fitted with a new valve assembly, performance tested, and returned to the customer.